Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer complained the system had a data loss situation. There are no reports of patient injury or death associated with this event.